Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a prime (load step malfunction) issue. The pump allegedly pushed the insulin out of the cartridge during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Recall # 2531779-03/24/2010-003-r.

Manufacturer narrative:
Follow-up #1: date of submission 03/18/2014.animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: the device has been returned and evaluated by product analysis on 02/28/2014 with the following findings: review of the black box data revealed several call service alarms indicating load step malfunctions, and loss of prime with zero force. During investigational testing, the pump emitted an occlusion alarm. The force sensor calibration reading was within specifications. The pump was opened for investigation. Investigation revealed a misaligned force sensor circuit component on the printed circuit board.